Manufacturer narrative:
Two possible lot numbers were provided for this product as follows: lot nunber 2886943, manufactured on 01/10/2015 with expiration date 12/28/2019. Lot number 3125520, manufactured on 02/08/2016 with expiration date on 01/28/2021. The device will not be returned for evaluation; it was destroyed by the user facility.

Event description:
It was reported that the logical® kids kit¿ 45cm closed blood sampling set system detached at the point where it connected to a logical® pressure monitoring transducer. Bleeding was reported but no medical intervention was reported. No further information was provided. Note: this is one of two related complaints reported under manufacturing numbers 3012307300-2017-00012 and 3012307300-2017-00186.